Event description:
It was reported that the patient experienced a possible infection with symptoms of redness and swelling at the implantable pulse generator (ipg) site. Therefore, the patient underwent an explant procedure of the deep brain stimulation (dbs) system. The physician assessed that the possible infection was not device related. The patient was expected to fully recover and was placed on antibiotics. Culture results were unknown. The devices will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7097674. Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7097675.